Manufacturer narrative:
(B)(6).

Event description:
It was reported that a coil protrusion occurred. The target lesion was located in the severely tortuous ventriculovenous shunt. An 8mm x 20cm interlock coil was selected for use in a coil embolization. During procedure, early detachment occurred inside the microcatheter, the mail coil and delivery wire arm got separated. The device was removed together with the microcatheter. Upon removal, it was noted that the coil was protruding from the tip of the catheter. However, it was further reported that continuous flush setup was performed before introduction of the coil. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.